Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 58-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support it was noted that the patient developed lower limb ischemia. A bypass sheath was placed in an attempt to improve the patient's flow but the condition remained. An endovascular thrombectomy was also completed but the patient's ischemia continued to worsen and the decision was subsequently made to remove the pump. The patient recovered from the condition following removal of the pump.